Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 500 mg/dl); cause was not known. A bolus was delivered and elevated bg was resolved. Recommendation was made for the customer to discuss the event with a healthcare provider.